Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's wife reported via phone call that he was hospitalized on (B)(6) 2015 due to a high blood glucose level. The insulin pump was continuously alarming. He was on a ventilator and feeding tube. His blood glucose level was high because he was on a feeding tube. The customer was unable to breathe. The insulin pump was removed when he got to the hospital. He was being treated through the intensive care unit. The customer had pneumonia in both lungs. Customer's blood glucose level was not reported. The device was not returned.